Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via (B)(6). Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave oversensing. Corrective programming changes were made. No patient consequences were reported.